Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have experienced an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing and an alarm log review were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged force sensing resistors. The service history review showed that the device has been previously serviced for an f-38 alarm. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.